Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, noise was observed. Technical services (ts) discussed the option of troubleshooting the lead in unipolar and bipolar and trying to reproduce the noise. Available information indicates this product remains in service. No adverse patient effects were reported.